Event description:
International affiliate reports the microsensor showed very strange values in the intensive care unit after surgery. A second surgery was performed and a new microsensor was implanted. The exact date of explantation is unknown.